Event description:
Patient called alleging that the meter does not power on. Patient experienced symptoms, which consisted of feeling weak without strength, and feeling dizzy. Patient tested on a friend's meter and obtained a 189mg/dl. Patient took medications for their diabetes. Customer service verified that the test strips were inserted all the way into the meter and meter still did not power on. Customer service sent patient a new meter.